Event description:
It was reported that a patient required replacement infusion sets after going through three sets before receiving distributor-shipped supplies, and the patient had not been trained and did not place any infusion set on the body; the event involved an infusion set use error and the cannula component, with no alerts or alarms and replacement supplies shipped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user and third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.